Manufacturer narrative:
H4: device manufacture date was corrected. The reported complaint of the autopulse platform (sn (B)(6) displayed a user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed based on the archive data and during the functional testing. The root cause of ua41 error was due to a defective temperature sensor, probably due to normal wear and tear. However, user mishandling cannot be ruled out. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer. Also, the storage conditions are not known and cannot be ruled out. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and can cause the occurrence of ua41 error message in rare cases. In addition,no documented report was found showing that regular preventative maintenance (pm) was performed for the autopulse platform since 2013. The autopulse platform was manufactured in august 2013 and is more than 7 years old, past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, cracked front and bottom enclosures were observed likely due to user mishandling such as a drop. The damaged front and bottom enclosures were replaced to address this issue. A review of the autopulse platform archive was performed, and it showed multiple ua41 (patient temperature sensor failure) error messages to have occurred around the reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to ua41 error message displayed upon powering on. Patient temperature sensor failure occurred with the sensors reading 127 degrees c. The defective temperature sensor was replaced to address the observed ua41 error. Upon further functional testing revealed that the backlight on the lcd was not illuminating, unrelated to the reported complaint. The root cause of the backlight issue was due to a defective processor board likely attributed to wear and tear or could be due to user mishandling such as a drop, as indicated by the broken covers of the autopulse platform observed during the visual inspection. The processor board was replaced to address this issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(6). .

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua)41" (patient temperature sensor failure) error message. The ua41 could not be cleared by the user. Patient use information was requested but no additional information was provided, therefore patient use is unknown.